Event description:
It was reported that a patient interrogated with high impedance and was referred for lead revision. The patient's device was disabled. No surgical intervention has occurred to date. No additional information has been received to date.